Manufacturer narrative:
The oad was returned for analysis with the guide wire engaged in the fractured distal driveshaft section. The driveshaft was fractured at the proximal side of the crown. Scanning electron microscopy (sem) analysis identified fatigue striations at the site of the driveshaft fracture. This type of damage is consistent when the driveshaft has underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).

Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 80% stenosed, moderately tortuous, heavily calcified lesion in the left circumflex artery (lcx). The oad was delivered to the distal side of the lesion by utilizing glide assist and one low-speed treatment was performed with the pulling technique. Intravascular ultrasound (ivus) was checked, and an additional low-speed treatments were performed with the pulling technique. Cineangiographic imaging showed the oad driveshaft fractured. An ez guide (orbusneich medical) and viperwire advance guide wire were used to retrieve the fractured component. A non-csi device was used to complete the procedure. The patient was in stable condition.